Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance from 97 ohms at implant to 123 ohms. Additional information was later received indicating high, out-of-range shock impedance measurements of greater than 125 ohms. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.